Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. 7 events were reported for this quarter. 7 devices were received for evaluation. 7 events were confirmed. 7 devices were found to be affected by disassembly. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 7 malfunction events in which the device disassembled. There was no patient involvement; no patient impact.